Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The system message (sm) [illuminator ballast thermo-cut-off has been triggered. Illuminator functions will be disabled] was observed upon startup. The illuminator module was exchanged to resolve the issue. The laser had a broken interface breakout printed circuit board (pcb), and this was replaced to resolve the issue with the laser. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming illuminator module and interface breakout printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the tabletop illuminator and laser were not working. There was no patient involvement. The procedure was completed using alternate equipment.